Event description:
Product# 176657. Lot# j4e1151x.. Endoclip did not work properly. Clips were falling off applier. Two boxes with same lot were opened and had same issue. A third applier with different lot opened and worked fine. Please have vendor issue credit or replacement.